Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. It was reported that a CT exam was done and revealed a type 1a endoleak due to migration of the stent graft by 1 cm distal to lowest renal. No other endoleaks or issues were observed. Two 36 x 36 x 49 endurant cuffs were implanted which successfully resolved the endoleak leak. The physician stated the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the physician determined that the migration was due to the patient anatomy with aortic growth over time. If information is provided in the future, a supplemental report will be issued.